Event description:
Omniscience mitral valve placed in patient on 8/25/92. On 12/6/92, patient was transferred to hospital from another area hospital complaining of shortness of breath. Pulmonary edema & mitral valve regurgitation experience. Examination revealed peri-valvular leak with vegetation present.invalid data - regarding single use labeling of device. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: foreign material contamination, telemetry failure, none or unknown, leaflet. Conclusion: device failure related to patient condition, other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.